Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: stent occluded. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure treated a 100% restenosis lesion of the mid rca. Predilatation was not performed. Five promus stents were implanted; 2.5 x 28 mm, 2.5 x 23 mm, 2.5 x 12 mm, 2.5 x 28 mm and 3.0 x 18 mm resulting in 18% residual stenosis. Post procedure timi flow of the 2.5 x 28 mm promus tent was occluded. All other stents had a post procedure timi flow of 2. The pt was discharged the next day on asa and plavix with no other events reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbot vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident info. Occlusion, as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting. As there was no reported device malfunction, there does not appear to be any indications of a prod qual problem. It was reported that direct stenting was performed. It should be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter." In this case, it is possible that the occlusion may be related to the direct stenting of the mid rca. However, a conclusive root cause for the reported pt effect, and the relationship to the device, if any, cannot be determined.